Manufacturer narrative:
Device evaluation completed on january 11 , 2022: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 250cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 27, 2021 indicated that the patient underwent bilateral capsulectomy and bilateral replacements as follow; l/ cat#: 350400bc, sn#: (B)(6), r/ cat#: 350400bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female who underwent breast augmentation primary with a mentor memorygel, 250cc breast implant experienced bilateral capsular contracture, grade ii on the left and iii on the right side, post operative. The matter was diagnosed through physical examinations. As a result patient scheduled for bilateral replacements with unspecified mentor gel implants on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con ii. Manufacturer¿s reference number: (B)(4).